Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient had multiple episodes in the vt-1 monitor zone that were similar to the multiple nonsustained and svt episodes. This led to the device identifying all rhythm as vt-1 due to morphology issed as the only active discriminator. The patient had recently went into atrial flutter. Programming changes were made. The patient condition is stable.